Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned for evaluation. The patient expired on (B)(6) 2015. The reported low speeds and pump stoppages were confirmed per the submitted log file evaluation. However, damage to the percutaneous lead was not confirmed. The current instructions for use outlines indications of percutaneous lead damage as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(6) registry stating: pt. Was sent home on palliative care after suffering an internal driveline fracture. Patient not surgical repair/replacement candidate. Death: (B)(6) 2015.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to clinic and upon event history review 2 pump stop alarms were noted. The system controller was exchanged, but the patient had red heart alarms, pump stoppages, and low flow alarms the next day while connected to both the power module and batteries. The physician requested an ungrounded cable.

Manufacturer narrative:
Approximate age of device: 5 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.